Event description:
In 2008, the patient reported that her blood glucose was elevated to 210 mg/dl when she woke up. She did not eat and at 10:30am her blood glucose measured 557 mg/dl. At 12:00pm, she felt nauseated and her blood glucose measured "hi" on her blood glucose monitor. She bolused 8 units of insulin and went to the emergency room. At 2:00pm, she was treated with 20 units of insulin in the emergency room and she was released from the hospital at 4:30pm. She stated that she has a kidney infection that may be contributing to elevated blood glucose and she also noticed air bubbles in the insulin cartridge. After being released from the hospital, the patient attempted to prime the air from the insulin cartridge but she stated that no insulin flowed from the infusion tubing when she primed. She was assisted with priming the air bubble from the insulin cartridge. She stated that she did not allow insulin to reach room temperature prior to use. She was advised to only use room temperature insulin. Upon follow up on the next day, the patient stated that she was "better" and her blood glucose had returned to normal.

Manufacturer narrative:
No product will be returned for evaluation.